Event description:
Additional information received identified that although the lead migrated, programming was able to provide effective therapy.

Manufacturer narrative:
Corrected data: e1 - initial reporter. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy after two recent falls. X-rays showed that one lead had migrated. Surgical intervention may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000046985.